Event description:
It was reported, the patient had both of her implantable devices replaced on the day of report prophylactically at the request of her doctor. It was noted that the battery voltages were at 2.6v. It was noted that impedances read >4,000 ohms on some of the bipolar pairs. It was also noted that >4,000 ohms were read on all or some of the unipolar pairs. It was further noted that the patient had two falls a month prior to report but was noted that there weren¿t any changes in therapy since the falls. During the procedure, the patient had a supraventricular tachycardia (svt) episode and the replacement was canceled. The rescheduled replacement occurred on (B)(6) 2013 and the impedances will be checked at the next visit. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had been seen by the hcp (healthcare professional) on (B)(6) 2013. Therapy impedance was within normal range. It was stated that the patient was receiving benefit from dbs (deep brain stimulator) and her therapy was not affected. It was stated that the patient had been cleared by a cardiologist prior to having dbs replaced.

Manufacturer narrative:
Product ID 7426 lot# serial# (B)(4), implanted: 2010 (B)(6), product type implantable neurostimulator product ID 3389-40 lot# j0406024v, implanted: 2004 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID 3389-40 lot# j0406024v, implanted: 2004 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension. (B)(4).